Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48x54mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 14-21-23-25mm in diameter and 10mm in length. There was moderate neck calcification and with severe left anterior angle. It was reported that ballooning was performed after the stent graft was implanted and the angiogram showed the bifurcate to be 4-5mm lower than intended resulting in a type ia endoleak. The physician implanted a 23mm cuff and ballooned however, the endoleak remained. The physician stated the endoleak was most likely a type ia and completed the procedure. Per the physician, the cause of the event was due to the patient¿s anatomy; severe anterior aortic neck angle, severe left angle in a very short, conical neck. No additional clinical sequelae were reported and the patient is being monitored by the physician.